Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by feeling sick (not further described). The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with two courses of unspecified antibiotics (doses, frequencies, and routes were not reported). On an unreported date, the antibiotic courses were completed and at the time of this report, the patient was on unspecified tablets (no further detail). Five days after the peritonitis onset date, the patient was still not feeling great and was on bed rest. At the time of this report, the patient was recovering. No further detail was provided regarding whether the patient was hospitalized for the event or if physioneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
During follow up, it was clarified the cause of the event was due to a breach in aseptic technique which resulted in peritonitis. The event was manifested by cloudy effluent. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient started treatment with intraperitoneal gentamicin (40mg daily for fifteen days) for peritonitis. Fifteen days after the event onset, the gentamicin was discontinued and the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.